Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and reviewed by technical support. It was seen in the logs that technical failure alarm 549 was active along with oxygen sensor alarms. It was advised to the customer to replace the o2 sensor and carry out two point o2 calibration. Alarm 316 - blower failure was also seen on the logs and technical support advised to check if the sinter bronze filter was inserted properly. Technical support also told the customer to check the connection of batteries since alarm 321 - battery disconnected was also active. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 experienced alarm 549 technical failure and alarm 316 blower failure. As of this time, it was not confirmed if there was patient involvement associated with this reported event.